Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with normal operating currents and passed the self-test, a21 error test and off no power test. The insulin pump was tested with a water fill test reservoir, no prime fill anomaly noted. The insulin pump was programmed with several boluses; all bolus delivered properly their indicated amount. No unexpected gaps between motor slide and test reservoir were noted. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of priming anomaly from the insulin pump. The customer's blood glucose level was 398 mg/dl. The customer stated that insulin squirted out during the manual prime process. The customer stated that insulin continued to drip after the motor stopped during the manual prime process. The customer was advised to check if there is a gap between the piston and reservoir stopped during prime. The customer stated that a gap was found. The customer was advised to not insert if insulin continued to drip from the infusion set after letting go to the act button. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.